Manufacturer narrative:
On 18-mar-2016, technical service supoort (tss) conducted follow-up with the customer over-the-phone to address the reported event. Tss performed troubleshooting with the customer. The customer reported leak sensor s701 error, error 3021. The customer repowered, and the analyzer will not initialize, but gives the error immediately. No wash probe maintenance done today, and there is no liquid in the overflow tubing. On 18-mar-2016, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and asked the customer if anyone had spilled wash or diluent when they added some. She indicated that they had and she had cleaned the spill up and tried rerunning the unit. The unit is up and operational now. The most probable cause of the reported event was due to an operator spilling reagents when they added then causing the leak sensor to get wet. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported leak sensor s701 error 3021failure with their aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.